Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-nov-2020, it was reported that the infusion set's tubing detached from the site while the patient was sleeping. The site location was patient's right leg. Moreover, the infusion was being used for the second day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, patient's blood glucose level was 83 mg/dl. No further information available.